Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited an acute rise in atrial capture threshold and high capture threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.